Event description:
The customer reported to the philips response center (rc) that intermittently the device ready for use indicator (rfu) was displaying red x and chirping. The customer reported that the user initiated operational check (opcheck) passes when run when the red x and chirp are present. The opcheck clears the red x and chirp. At some point the red x then returns. There was no report of a test failure, error message, or therapy or monitoring failure. There was no pt involvement.

Manufacturer narrative:
Pr# (B)(4).